Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used intra-operatively during a sacroiliac thoracolumbar procedure. It was reported that the site used pliers to engage the screw to tighten the clamp, which in the process resulted in a spinous process breaking off during attachment. There was no reported harm to the patient present and there was a surgical delay of less than one hour. It was noted that they were unable to get the clamp to release and as a result the spinous process had broken off. Navigation was not aborted and it is still unknown as to how the procedure was completed.